Event description:
No additional information received. Material# 305197, batch# 3320201. It was reported by customer that brown colored discrepancy within the sterile wrapping. It appears that a brown liquid dripped into the safety cap. Verbatim: rcc received a complaint via email. Email(s) attached. S: a pharmacy technician at bridgeport hospital identified a potentially adulterated medication product in the IV room at approximately 1600 on (B)(6) 2024. B: the bd precisionglide 16g x 1 inch needle with lot # 3320201 & exp: 1/31/2029 was identified with a brown colored discrepancy within the sterile wrapping. It appears that a brown liquid dripped into the safety cap. Product#: 305197, lot#: 3320201.

Manufacturer narrative:
Pr 10098438 follow up for device evaluation. It was reported a brown liquid dripped into the safety cap. To aid in the investigation, four samples in sealed packaging blisters and two photos were provided for evaluation by our quality team. A visual inspection was performed. Three of the samples had no defects or imperfections and one sample had equipment lubricant on the plastic shield. The two photos provided show the samples received. This defect could occur during the molding process if equipment lubricant came in contact with the sample. A device history record review was completed for provided material number 305197, lot 3320201. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material# 305197 batch# 3320201 it was reported by customer that brown colored discrepancy within the sterile wrapping. It appears that a brown liquid dripped into the safety cap. Verbatim rcc received a complaint via email. Email(s) attached. S: a pharmacy technician at bridgeport hospital identified a potentially adulterated medication product in the IV room at approximately 1600 on (B)(6) 2024. B: the bd precisionglide 16g x 1 inch needle with lot # 3320201 & exp: 1/31/2029 was identified with a brown colored discrepancy within the sterile wrapping. It appears that a brown liquid dripped into the safety cap. Product#: 305197 lot#: 3320201

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.